Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance and stent damage occurred. The lesion being treated was in the right coronary artery (rca). There was a 100% stenosis. The physician delivered and deployed a taxus express2 drug eluting stent that was 24 mm in length at the rca atrioventricular (av) node artery. Next, the physician implanted a 3.00x32mm taxus express stent in the rca distal to the av node artery, overlapping the 24mm stent. Then the physician attempted to implant a 3.50x16mm taxus express2 drug eluting stent at the proximal side of the rca distal. The physician crossed the previously implanted 3.00x32mm taxus stent and tried to pull, but during pull the physician felt resistance. The physician thought the cause of resistance was either the guide wire or the proximal 3.00x32mm taxus stent, but at post ivus the 3.00x32mm taxus stent was fully dilated. The physician removed the 3.5x16mm taxus stent from the patient and noted that the proximal side of the stent was lifted up. There were no complications reported and the patient condition is listed as "good." Further information has been requested but has not been received.